Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell five of six of peritoneal dialysis therapy while the patient was connected. The patient stated the supply bag was empty. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm and assisted the caller in clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.